Event description:
Additional information received reported that the infection was reported on (B)(6) 2012. The ins and extension were removed the same day, and the patient was treated for two weeks with keflex. A culture was done and was (B)(6). At a follow-up appointment on (B)(6) the patient's stitches were removed and she appeared to be healing well. The hcp waited several months before replacing the left ins on (B)(6). Pathology reports at the time of the procedure indicated no infection, and the patient was doing fine.

Event description:
It was reported that the patient had her left internal neurostimulator (ins) replaced in (B)(6) 2012 due to an infection. The patient was reported to be "doing fine with new implant thus far".

Manufacturer narrative:
(B)(4). Product ID 7482a51, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type extension.

Manufacturer narrative:
Product ID 7482a51, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type extension, product ID 64001, lot# n308417, serial#, implanted: explanted: product type adapter, product ID 64001, lot# n292014, serial#, implanted: explanted: product type adapter, product ID 37651, lot#, serial# (B)(4), implanted: explanted: product type recharger, product ID 37642, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient product ID 3387s-40, lot# v674524, serial#, implanted: explanted: product type lead. (B)(4).

Manufacturer narrative:
Correction of event description. Correction of relevant history. Addition of implant date. Addition of explant date.

Event description:
It was reported that patient had her left internal neurostimulator (ins) replaced in (B)(6) 2012. The patient was reported as "doing fine with the new implant thus far".